Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a clave¿ neutral connector was found to have particulate matter in the fluid path. The report stated that there have been little black flakes inside the claves. They noticed it before changing the clave. A sample photo was also provided showing sealed product packaging. There was no patient involvement.

Manufacturer narrative:
Two photos were returned showing the 12568 clave neutral connector packaging and the clave in the packaging. One black speck was observed on the clave and one loose in the packaging. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was conducted, and no nonconformities were found that would have led to the reported complaint.